Manufacturer narrative:
Pump received with blank display due to moisture damage on electronic assembly. Pump received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump screen is foggy and has water in it. Customer does not recall any significant events leading to the error but was noticed during a bolus attempt. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for fluid but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.